Manufacturer narrative:
Insulin pump was received with ghosting display due to moisture damage on the lcd board. Unable to perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests due to display anomaly. Pump had cracked case at display window corners, minor scratched and cracked display window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there were cracks and lines on display screen which prevents reading of display screen. Customer's blood glucose was 238 mg/dl. Customer was advised that insulin pump would need to be replaced.